Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Refill came out of the brush...broke the fitting - oral-b [device breakage] . Case narrative: a pharmaceutical company reported the following information: a consumer stated that the oral-b toothbrush refill came out of the oral-b junior toothbrush and broke the fitting. No injury was reported.